Event description:
In 2008, the following was reported to boston scientific sales representative by the user facility; during an ablation procedure, the patient experienced a second degree burn directly on the lower back, centered beneath the ground pad. The burn was treated with silver sulfadiazine cream. Patient is currently doing well.

Manufacturer narrative:
Device is currently under investigation. We will be sending a follow-up report when investigation is completed. There are numerous possible root cause of the burn that exists, including but not limited to : inadequate skin preparation, improper application of the pads, pads placed over the adipose tissue, scar tissue, bony prominence, pads may have become dislodged due to patient movement, and others. Precautions are indicated in the maestro 3000 operator's manual to read and follow the dispersive indifferent patch (dip) electrode manufacturer's instructions for use. It also recommends the use of valley labs dip electrodes, bsc model number 354. This report is the same as MFR report no. 2953184-2008-00010.